Event description:
Multiple occasions (3 included in this report) where the huber needle comes apart between the plastic section and the needle. In some cases there is some minor blood loss; in all cases the patient must be re-accessed to continue therapy. Manufacturer response for huber needle, set, infusion wing huber ndl-safety (per site reporter): no written response yet.